Manufacturer narrative:
(B)(4). Date sent 4119/2025 d4 batch #167d67 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damaged. In addition, the device tlc75 was not returned for analysis. The reload has proximal 34 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 167d67, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 2/10/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty there was an incomplete stapling line. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.